Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had minor scratched lcd window, cracked display window corner and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 237 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.